Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels ranging from 41 mg/dl to 52 mg/dl. Customer also reported that their transmitter is damages. Customer's blood glucose level at the time 66 mg/dl. No additional info was provided.